Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a height adjuster broke during surgery while be used to tighten a shear-off style closure top. The procedure was completed using an alternative instrument. There were no reports of patient impacts associated with this event.

Manufacturer narrative:
The returned instrument was evaluated. The tip was found to have fractured off. The reporter stated that it was being used to final tighten a closure top, but the information in the device labeling states that it is to be used to adjust the height of pedicle screws. The application in which it was used caused the device to fracture. A review of the manufacturing records did not identify any issues which would have contributed to this event.